Event description:
Patient had a recent emergency tracheostomy change on (B)(6) 2022 due to tracheostomy tube malfunction. On (B)(6) 2022 patient was noted with no return tidal volumes on the ventilator. Rcp attempted to re-inflate the balloon pilot but was no successful. Emergency tracheostomy tube was performed, patient was changed from a 10cn10h to a shiley xlt8. Tracheostomy tube was kept for investigation. Upon investigation, tracheostomy tube was submerged in water and pilot balloon was inflated. Air bubbles were notable. FDA safety report ID # (B)(4).